Manufacturer narrative:
One cadd-ms 3 ambulatory infusion pump was retuned for analysis. The reported event was verified and was duplicated. The syringe sensor failed testing, this is the reason for the device not loading the cartridge. The rear housing will be replaced this includes the syringe sensor.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump had an issue recognizing that the syringe has already been in place. There was no reported injury to the patient.